Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and during right pulmonary vein (rpv) ablation, a bubble error occurred. While flushing was being conducted, the irrigation from the catheter tip was insufficient. After replacing the qdot micro catheter and re-setting the pump tube, the issue was improved. The procedure was completed with no patient consequence. Additional information was received which indicated that the catheter is the suspected device for the irrigation issue. It was noted during ablation. Correct catheter settings were selected on the generator and there were no issues with flow rate change at the start of ablation. The bubble error is not MDR reportable.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number 31543216l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).